Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 56 (mg/dl). Customer drank juice to stabilize bg level. During troubleshooting with tandem customer technical support, the pump performed as intended. Recommendation was made to discuss pump settings with health care provider.